Manufacturer narrative:
The insulin pump was received with blank display due to electronic assembly damage by moisture. Traces of moisture were found at motor and vibrator motor assemblies. The device was received with a cracked case at display window corner and minor scratches on the lcd window.

Event description:
The customer called and reported the insulin pump was on a table at the beach, and when he came in from the ocean, there was moisture in the screen. Customer's blood glucose was unknown but may have been 189 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.